Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint electrode was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Air bubble noise and/or over-sensing is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint electrode was not returned to boston scientific therefore, product analysis could not be performed. However, air bubble noise and/or over-sensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of air bubble noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as air bubble noise and/or over-sensing is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently implanted. During the procedure, low amplitude measurements were observed, but the system passed automatic screening in both the primary and secondary sensing vectors. However, following the procedure completion, the physician noted artifacts on the presenting electrocardiogram, likely due to entrapped air. The physician elected to leave the device therapy programmed off and the patient was hospitalized overnight. The following day, the artifacts had self-resolved and the patient was discharged with the device therapy activated. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently implanted. During the procedure, low amplitude measurements were observed, but the system passed automatic screening in both the primary and secondary sensing vectors. However, following the procedure completion, the physician noted artifacts on the presenting electrocardiogram, likely due to entrapped air. The physician elected to leave the device therapy programmed off and the patient was hospitalized overnight. The following day, the artifacts had self-resolved and the patient was discharged with the device therapy activated. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.